Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. A review of the device data logs did not confirm the occurrence of battery problems, but revealed multiple warning alarms that were triggered in the device. Performance testing could not reproduce the warning alarms and found no issues with the battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the warning alarms were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).